Event description:
It was reported that stent fracture occurred. A 2.75x16mm promus element ¿ drug eluting stent was advanced to treat the lesion but the mid of the stent body was fractured. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on 9th row from the proximal edge of the stent were damaged and lifted upwards from the stent profile. There was no evidence to suggest that any stent strut along the length of the body of the stent was fractured. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. A 2.75x16mm promus element ¿ drug eluting stent was advanced to treat the lesion but the mid of the stent body was fractured. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.